Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort with the ipg's current location. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing discomfort with the ipg's current location. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing discomfort with the ipg's current location. The patient will undergo an ipg replacement procedure.